Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
I was reported that codman evd bactiseal was defective when attempting to use and another catheter was used to complete the procedure. There were no delays or adverse consequences to the patient.